Event description:
A healthcare professional reported that during a vitrectomy procedure the air exchange on the system stopped working. The surgeon "improvised" and was able to complete the case. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company rep advised the customer on how to mitigate the problem reported. The customer stated the issue was now sorted and the surgeon was happy. The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).